Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing during its implant procedure. Boston scientific technical services (ts) discussed the possible causes of undersensing and the lead was successfully implanted after being repositioned. A week later, the patient was admitted to hospital due to chest pain that was later determined to be caused by a microperforation of the patient's atrial wall. The ra lead was extracted and a new passive lead was implanted as replacement. No additional adverse patient effects were reported.